Event description:
The event is reported as: the customer alleges that there was an air leak at the cuff of the endotracheal tube. The alleged issue occurred prior to pt/veterinary use.

Manufacturer narrative:
From the picture it was observed a "leaking air." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, cf,4.5, lot #01d1200258 was manufactured on 04/25/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "leaking air", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.